Event description:
The account alleges that when the head up button is released, the head section will continue to operate. Also, when the knee up button is pressed, the head section will also raise, resulting in unintentional movement of the head section.

Manufacturer narrative:
The technician replaced the left inter patient control board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.